Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead had a low impedance of less than 200 ohms. Daily measurements indicate that an insulation breach occurred in the beginning of (B)(6) 2016. There is no indication of intervention.